Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient had neuro sense activated and stim was already turned on when patient came into the office for their 6 week post-op appointment. Upon attempting to interrogate the ins, caller received validation error with code 13 11 00 00. They selected continue and when they entered the session, patient's group a and c were there, but group b programs had been completely wiped. Caller was certain that group b was the patient's neuro sense group and it wasn't the active group because patient didn't like it and therefore, wasn't using it. Caller stated they were able to reprogram patient. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. Technical services (tss) transferred caller to he althcare it to collect log files.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the cause was unknown.